Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p colporrhaphy with mesh, cystotomy with subsequent cystoscopy, right retrograde pyelogram and placement of right ureteral stent due to vaginal prolapse, cystocele and rectocele. It was reported that percuflex was also implanted on (B)(6) 2007. It was reported that patient had right inguinal herniorrhaphy with mesh on (B)(6) 2006 and sacrospinous ligament fixation on (B)(6) 2006 due to vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding , and vaginal scarring. It was reported that patient underwent resection of exposed vaginal mesh on (B)(6) 2012 due to post coital bleeding and mesh exposure. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 7/20/2017. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence.